Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion a lesion with heavy calcification in the posterior lateral right coronary artery (rca). After, an unspecified bare metal stent was implanted, a guide wire perforation occurred which required the use of a graftmaster stent. A 2.8 x 19 mm graftmaster was advanced, but could not cross due to the anatomy. Therefore, the patient was sent for emergency coronary artery bypass (CABG) surgery to tie off the rca. The patient outcome was good. No additional information was reported.